Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they're having a lot of incontinence. Caller stated that they can't hold the urine in and it's just coming out on its own. Patient also stated that the leads that were in their body do not "match up" with the device that was implanted and they're going to have to redo the whole procedure and get a new device implanted. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a check-up on (B)(6) but they may need to reach out to see if they could get them in sooner.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# va0422t, implanted: (B)(6) 2013, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(6), ubd: 22-oct-2016, UDI#: (B)(4), b3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.